Event description:
A puddle of urine was found under the foley bag. The urine meter bag was discovered to have a hole under the urimeter in the same place previously reported bags have developed a hole. The bag failed in same area as previously reported products.